Event description:
Corrected fields: b2 (other serious was inadvertently selected), f10 this supplemental report is being submitted to provide corrections to the aforementioned fields. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer. This report is being supplemented to provide corrected information. Corrected field: b3 updated fields: d8, f6, f7

Event description:
It was reported the physician believes the patient contracted rotavirus during the procedure. The patient experienced symptoms the same day as the procedure; 5 days later, their stool sample tested positive for rotavirus. The patient was treated with metamucil and azithromycin. The patient¿s condition was stated to be recovered/discharged.